Manufacturer narrative:
As reported, in a double-blinded survey, that ¿not all emboli captured in their experience¿ when it came to the unknown cordis angioguard rapid exchange (rx) emboli capture guidewire system for coronary/peripheral use. There was no reported patient injury. The device was not returned for analysis. A product history record (phr) review could not be conducted as the lot numbers was not provided. An embolism is a sudden blocking of an artery. An embolic stroke occurs when a blood clot that forms elsewhere in the body breaks loose and travels to the brain via the bloodstream. When the clot lodges in an artery and blocks the flow of blood, this causes a stroke. Blood clots that lead to embolic stroke can form anywhere. They usually come from the heart or arteries of the upper chest and neck. After breaking free, the clot travels through the bloodstream to the brain. When it enters a blood vessel that¿s too small to allow it to pass, the clot becomes stuck in place. This blocks the flow of blood to the brain. These blockages are called emboli. They can form from air bubbles, fat globules, or plaque from an artery wall. Emboli can also result from an abnormal heartbeat. This is known as atrial fibrillation. When the heart doesn¿t beat effectively, it can cause blood to pool and clot. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the embolism reported. Therefore, the reported event could not be confirmed. However, it is reasonable to consider that procedural factors such as the user¿s interaction with the device during use or device withdrawal may have led to the reported event. The instructions for use list possible complications including but not limited to embolism, which is stated as such under ¿potential complications.¿ furthermore, the instructions for use states ¿once the angioguard rx emboli capture guidewire is deployed in the vessel, it may capture emboli during the entire time of the interventional procedure. Therefore, it is recommended to check the status of the angioguard rx emboli capture guidewire at regular intervals during the intervention. Using fluoroscopy, perform a distal dye injection through the guiding catheter or interventional sheath introducer and observe the flow of dye distal to the filter basket or distal marker on the guidewire. If the distal perfusion of dye is significantly reduced or no dye is perfusing past the filter basket or guidewire distal marker band, the angioguard rx emboli capture guidewire may have reached its capacity to contain emboli. If there is a severe reduction in distal dye perfusion, it is recommended to exchange the angioguard rx emboli capture guidewire for a new one.¿ moreover, it is also highly probable that patient factors (although unknown) may have contributed to the reported event. These conditions include but are not limited to heart disease, atherosclerosis, high blood pressure, high cholesterol, smoking and obesity. Without a lot number to conduct a phr review, it is not possible to determine if the reported event could be related to the manufacturing process. Therefore, no corrective and preventive actions will be taken at this time.

Event description:
As reported, in a double-blinded survey, that ¿not all emboli captured in their experience¿ when it came to the unknown cordis angioguard rapid exchange (rx) emboli capture guidewire system for coronary/peripheral use. There was no reported patient injury. The device will not be returned for evaluation.